Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on screen, customer was hard to view screen, buttons were harder to press specially esc button and sometimes has to press buttons twice. Customer¿s blood glucose was unknown. Customer stated that insulin pump had rejected new batteries and insulin pump had unexplained no delivery alerts not due to site issues. Insulin pump will not be returned for analysis.